Event description:
Pt was having MRI when her o2 saturation dropped into the 80's and heart rate in the 40's. Code blue was called, and pt was resuscitated, and returned to ICU without completing the MRI. On the top of the MRI ventilator, there are two outlets. The one on the right is for pressure monitoring and the one on the left provides flow to the exhalation valve to keep it closed during inspiration. It was not providing enough flow to the exhalation valve to close it during inhalation. The valve was staying open and most of the inspiratory flow was being directed out of the exhalation valve. The therapists changed out the circuit and tubing, and it still didn't make a difference. For the circuit, an ippb circuit is used with corrugated tubing attached as an extension. When it was malfunctioning on the pt, the pressure manometer was moving with each breath. Because the machine has no alarms, you can only go by direct observation and monitoring of vital signs.